Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had low intrinsic amplitude. Additional information indicates that the low intrinsic amplitude was due to an injured myocardial tissue and not due to the lead. The lead had normal impedances and threshold which was most likely not the cause of the poor sensing. This rv lead was abandoned surgically. No additional adverse patient effects were reported.